Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient got the informational power-on-reset (por) message on their patient programmer (pp) and they were also getting it on their insr. Steps were reviewed on how to clear the por with the patient programmer. The patient was told to press the sync key, press any arrow on the navigation button and reset the time, if desired. They were told to then press the sync key again to complete the reset. It was reported that this successfully cleared the por message. The patient was then directed to turn their therapy back on and told that their therapy would resume at their last programmer parameters. They told the patient to adjust the settings if needed. It was indicated that the patient was able to do this and therapy was adequate. The patient was then redirected to follow-up with their healthcare provider (hcp) to determine the cause of their por. There were no symptoms reported and the event occurred on (B)(6) 2017. No further complications were reported/anticipated.